Manufacturer narrative:
The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. The primary as reported classifications: lotus - patient - vessel perforation and secondary as reported classification of lotus - introducer sheath - dilator/needle - damaged cannot be confirmed. Following the investigation conclusion, the complaint analysed classification is assigned as lotus - product not returned - complaint unable to confirm. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer sheath device. There is no indication of a potential processing or design failure associated with this complaint. Following a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer set device. There is no indication of a potential processing or design failure associated with this complaint. The compliant is deemed reportable. Upon above information, escalation is required to quality management team. A review of the manufacturing documentation could not be executed as the lot number is unknown. A similar trend review could not be executed as the lot number is unknown. From the information available, there is no evidence indicating that the device was not used per the directions for use/product label. A review conducted by creganna medical physician concludes (noting access was on the right femoral). "It was generally of adequate size and although there was some calcification, it was not excessive. There was one segment that appeared to be more narrowed and could have been responsible for the resistance the operator experienced. I would agree that this would be classified as an expected complication and not related to any malfunction or manufacturing issue related to the sheath itself". The information in the case also states, "the physician tried multiple times to get it inserted and used a lot of force until it finally shot into the artery". Based on the complaint review and the event description for this complaint and the clinician review, the root cause classification assigned to this complaint is 'adverse event related to patient condition' defined as where 'an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event.' The clinician review concluded that one segment of the patient's vessels appeared to be more narrowed and could have been responsible for the reported resistance the operator experienced. There is no evidence of a potential processing, design or use failure associated with this complaint. Based on the above conclusion, no further escalation or corrective action is required at this time.

Event description:
Event description: per email, it was reported that: at the same case in (B)(6) there was a femoral perfusion with the lis introducer. Bsc r&d engineer was at a case in (B)(6) on (B)(6) 2019 where the rep could not open the ster bottle large cap without assistance. Event date: (B)(6) 2020. Additional information received: 30-mar-2020 the lot number for the lotus introducer set is not available, the customer number is unknown therefore a ship history will not be possible. The perforation was mitigated by taking the patient to surgery and receiving a vascular stitch to close the perforation. Dr. (B)(6) was the physician performing the tavi. The physician tried multiple times to get the lotus introducer set inserted and used a lot of force until it finally shot into the artery. The valve implantation was performed successfully, and the perforation was only noticed at the end of the procedure when the introducer was being withdrawn. The lotus introducer set will not be returned for analysis. Additional information received 08-apr-2020 from bsc r&d engineer who was present at the case. There were no issues removing the lis from its packaging and no damage noted on lotus introducer set. The lotus introducer set prepped as required and as per IFU. The physician had difficulty getting the lotus introducer set fully inserted. It seemed to take a lot of force. An image from the 3mensio was shared in email showing access vessel sizes. Access was through the right femoral. On removal of the devices from the patient the lotus sheath device was fine, the dilator had damage at the tip. There was no problem passing the lotus edge system through the lotus sheath.